Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing therapy for fast-conducted atrial fibrillation. The patient was unaware of the inappropriate therapy and had no patient consequences. Device reprogramming is anticipated.